Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported person with diabetes (pwd) was experiencing a line-blocked alarm. The issue was initially resolved by changing the infusion site. After inserting a new site, a line-blocked alarm occurred again one hour later. The pwd disconnected the tubing, ran insulin through it, and confirmed that drops were present. The pwd then resumed using the current cassette (not an ICU med product), but the line-blocked alarm occurred again. Only the infusion site was changed, and although the cannula was straight, it appeared clogged. When asked for clarification, the pwd stated that it looked cloudy. A new infusion site was inserted, insulin delivery was resumed, and the issue was resolved. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.